Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the accident and emergency department ((B)(6)) with hyperglycaemia. The patient¿s blood glucose levels rose to 28 mmol/l (504 mg/dl) while wearing the pod. The patient¿s parent reported that the infusion site appeared to be inflamed. Reported symptoms include pallor, sweating, feeling hot and disorientation. The patient was treated with insulin. The patient was released 5 hours later, on the same day. The pod has been discarded.